Manufacturer narrative:
A spacelabs field service engineer (fse) visited the customer and tested the devices onsite with no problem found. The central station monitor generated alarm when the bedside monitor alarmed. Spacelabs was unable to duplicate the reported failure. The ventricular episode was detected by the bedside monitor and the alarm was also documented in the retrospective database. An alarm at the central station should have occurred. We are unable to confirm the reported failure to alarm at the central station. We note that the volume of alarms on spacelabs central station products is configurable by the customer. No one has been injured as a result of this alleged malfunction. The customer is continuing to use the equipment to monitor patients. Spacelabs considers this issue closed.

Event description:
Spacelabs received a report that a central station monitor, model 91387, did not alarm on ventricular tachycardia (v-tac). The bedside monitor did alarm - that alarm was captured in the retrospective database.